Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer experienced issues with the power supply. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the computer for the navigation system would not power on. There was no patient present when this issue was identified. No additional information was provided.